Event description:
Procedure type: sigmoid resection. According to the reporter: after the instrument was fired, it was observed that the tissue was cut but the staples were not closed. The staples were stuck unformed in the tissue. A new instrument was used to complete the procedure. The pt has since been discharged. No further pt info could be obtained from the account.